Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 4. The programmed fill volume was 2500ml and the ultrafiltration volume was 1534ml, giving a drain volume 4034ml. This drain volume meets baxter's iipv criteria. Product surveillance followed up (B)(6) 2010 and spoke with the peritoneal dialysis (pd) nurse who reported the hp has not reported any problems or issue with the new cycler and is doing well with her current therapy. The nurse will review proper bypassing procedures with the hp. No medical intervention or injury was associated with this event.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test due to an unrelated issue. Once made operational, the device passed all testing pertaining to temperature and volumetric accuracy. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be: insufficient drain- multiple cycles. Advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A review of the devices service record revealed the device had passed all tests and calibrations and functioned within specifications. No issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).